Event description:
Reportedly the device was used during an unspecified procedure. Reportedly when the bag was closed, the ring broke and injured the small intestine. Laparotomy was performed and a drainage tube was applied.